Event description:
The transport monitor was accidentally knocked off by staff where it was sitting on top of the I med pump and became non-functional. The device was a phillips intellivue transport monitor. The transport monitor was accidently knocked over and it fell to the ground. When it fell the screen broke and the monitor no longer worked. A work order was put in with biomedical engineering to repair the monitor. The cause of the monitor breaking was accidental due to a staff member knocking it over and not due to equipment malfunctioning.